Event description:
It was reported that cartridge alarm 20 occurred with pump during or after cartridge loading, and customer experienced repeated cartridge alarms with consecutive cartridges, leading to blood glucose level of 625 mg/dl. Customer treated high blood glucose with correction injection using multiple daily injections, used backup insulin pump and mobile app for dexcom to ensure insulin delivery, and did not require assistance from a third party, while technical support confirmed pump.